Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped shortly after initiation and the screen was broken, after which the user discontinued pump use and transitioned to backup therapy per prior instruction. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no emergency treatment. Investigation included customer service outreach, troubleshooting, education on backup therapy, and coordination of a replacement device with instructions to return the damaged unit. Investigation of this case revealed physical damage consistent with user-induced impact leading to a cracked or inoperable display, with no device alarms reported and no data transfer continuity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to mishandling or accidental drop rather than a device malfunction.